Manufacturer narrative:
The customer ran precision studies and the results were very bad. The field service engineer found the gear pump was defective and he repaired it. No further issues occurred after this action. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested for creatinine on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The specific creatinine reagent that was used was requested, but not provided. The sample initially resulted in a creatinine value of 2.9 mg/dl and repeated as 1.9 mg/dl.